Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number .Reporting Site: 1049092 .Manufacturing Site: 3005778470.

Event description:
End user's wife reports on behalf of her husband who uses these catheters. He has used these for a couple of years now. She said about 8 months ago he found catheter with a deformation on the tubing. She said it was up a little (not far) from the tip, it was like there was a like a "scale or fin, like a dragon hook" jutting out from the catheter tubing. He did not use it when he noted this defect. No additional information was provided. No harm was reported.